Manufacturer narrative:
Eval anticipated but not yet begun. A follow-up report will be submitted upon completion of investigation.

Event description:
The customer was driving the powerchair up his driveway when the right wheel fell off. There were no injuries.